Event description:
It was reported that during a pulsed field ablation procedure, pulmonary vein isolation of all four pulmonary veins and posterior wall isolation were successfully performed, followed by initiation of cavotricuspid isthmus (cti) ablation. During cti ablation, the catheter became entrapped in the tricuspid valve apparatus. Multiple attempts were made to disengage the catheter, including manipulation with various sheaths and adjunctive catheters.the catheter was ultimately freed with traction, and the distal shaft fractured during removal, with inspection noting a portion of tricuspid valve leaflet tissue attached to the catheter. An echocardiogram was performed and indicated moderate valvular regurgitation. Subsequent transesophageal echocardiography (tee) identified a ruptured tricuspid valve leaflet with new severe tricuspid regurgitation, as well as a right-to-left shunt via a patent foramen ovale/transseptal puncture, with preserved biventricular function. The patient developed acute hypoxemia and acute hypoxemic respiratory failure requiring intubation, mechanical ventilation, vasopressor support, sedation, and neuromuscular blockade, and was admitted to the intensive care unit. Due to refractory hypoxemia, veno-venous extracorporeal membrane oxygenation (ECMO) was initiated. The patient then underwent urgent surgical intervention including tricuspid valve replacement with a 31 mm bioprosthetic valve, primary repair of the patent foramen ovale/atrial septal defect, left atrial appendage occlusion, and decannulation from veno-venous ECMO, and a permanent pacemaker with epicardial atrial and ventricular leads was implanted for postoperative heart block. It was also reported that the p atient later presented with two¿three days of subjective fevers, fatigue, lightheadedness, presyncope, and new left-sided chest and back pain, and was found to have a tachyarrhythmia with a paced rhythm of approximately 100¿110 beats per minute. An electrocardiogram showed an atrial-sensed ventricular-paced rhythm with marked qrs prolongation. It was further reported that during evaluation for presyncope and associated systemic symptoms, imaging revealed a new mild pericardial effusion; an echocardiogram showed normal left ventricular systolic function with ejection fraction greater than 55%. It was noted that the patient was in a state of recovery. The case outcome is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.